Manufacturer narrative:
The reported event of high pacing lead impedance and high voltage lead impedance measurement were confirmed upon review of the device data. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The anomaly observed in the field could not be reproduced.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator (ICD) exhibited high pacing impedance and high defibrillation impedance. A device port issue was suspected. The device was successfully exchanged. The patient was stable and asymptomatic.